Manufacturer narrative:
Based on assessment, the product met specifications at the time of release a customer reported that the laser created an arcuate incision on the patients left eye which resulted in perforation and leaking. The surgeon had to suture the incision. Clinical application specialist (cas) recommended an 80% incision depth limit; however the surgeon performed a treatment with 90% depth and later reduced it to 85%. Images of oct images were provided and did not show any possible contributing factors for the reported event. A company representative (cr) visited the site to evaluate the system. Per the service report the company representative checked the oct and adjusted the display offset using the calibrated patient interface (pi). The cr cleaned the objective and checked the depth calibration. The cornea depth was within specifications. The cr adjusted the x galvo offset to balance the arcuate anterior overlaps and adjusted the video microscope x and y offsets. The cornea z offset met specifications. The cr performed a test procedure and completed stp. Prior to the departure of the cr, the system met specifications. As mentioned prior, the surgeon did not follow recommendations with the 80% depth. Based on this, the root cause of the reported event can be attributed to user error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a perforated arcuate following laser assisted cataract surgery. The patient had two arcuates performed and once brought into the operating room one of the arcuates was noted to be leaking. The surgeon placed a suture to seal the incision. It is noted that the surgeon is aware of the limit on the incision depth of 80 percent however a depth of 90 percent was selected. Additional information received; the suture was removed at the one week post-operative visit and the patient is doing well.